Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received excessive no delivery alarms. Customer's blood glucose level at the time 287mg/dl. Unable to troubleshoot at the time. It was mentioned that the no delivery alarm was possibly due to an occlusion. No additional information is provided.